Event description:
It was reported that multiple non sustained right ventricular oversensing and right ventricular noise was observed on the implantable cardioverter defibrillator (ICD). During interrogation with the patient resting in a chair and taking deep breaths, right ventricular oversensing was observed. Myopotential inhibition was confirmed. Programming changes were made. Upon turning off the low frequency attenuation (lfa) filter no more right ventricular oversensing was observed. The patient was stable.